Manufacturer narrative:
It was reported that the pack contained broken syringe components. No serious injury or adverse impact to a procedure, patient, or user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Multiple samples were returned for evaluation and the samples were observed to have syringe handles that were either cracked or broken off. The reported problem/issue was confirmed, however, a definitive root cause was unable to be determined. It is possible that the components were damaged prior to pack placement and it was not noted during assembly or syringe damage may have occurred during transit, storage, or handling of the pack. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the pack contained broken syringe components.